Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips the device key 3 was "playing up". Additional details have been requested. There was no patient involvement.